Event description:
A purchasing assistant reported that a pt had an unexpected postoperative refractive outcome after having a multifocal intraocular lens (iol) implanted. The lens was exchanged a month later for an iol of same model but less power. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).